Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The alarm occurred while changing the infusion set and reservoir. The patient's blood glucose at the time of incident was 11.3 mmol/l. The insulin pump had turned itself off, counted from 1 to 7, then turned itself off again, followed by subsequent around of counting to 7. The insulin pump was not returned for analysis; the device was out of warranty.